Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in hospital for unrelated reasons. Upon interrogation, the pulse generator elective replacement and end of service indicators were both falsely triggered. The device was reprogrammed. The patient would be followed normally.